Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 4.5x15mm, 85% stenotic lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. The physician predilated the lesion with a 2.5x20mm unspecified balloon and then advanced the 4.50x16mm taxus liberte stent to the lesion, but was unable to cross. When the delivery system was removed, it was observed that the stent struts were not smooth. The procedure was completed with dilation of the lesion with a quantum maverick balloon and the deployment of a new 4.50x16mm taxus liberte stent. No patient complications were reported and status is reported as stable.

Manufacturer narrative:
Device evaluation: the device was received with the product mandrel inserted and it could not be removed. A visual and microscopic examination identified stent damage. One strut in the middle of the stent was raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 4.5x15mm, 85% stenotic lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. The physician predilated the lesion with a 2.5x20mm unspecified balloon and then advanced the 4.50x16mm taxus liberte stent to the lesion, but was unable to cross. When the delivery system was removed, it was observed that the stent struts were not smooth. The procedure was completed with dilation of the lesion with a quantum maverick balloon and the deployment of a new 4.50x16mm taxus liberte stent. No patient complications were reported and status is reported as stable.

Manufacturer narrative:
(B)(4)